Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search one similar complaint was found. An injector lot number search was performed for similar complaints within the search one similar complaint was found. A foam tip plunger lot number search was performed for a similar complaint within the search and there were two similar complaints found.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a mtc-60cfp cartridge and the lens haptic became damaged. Further info was requested but none forth coming. If further information is provided a supplemental medwatch report form will be submitted.